Manufacturer narrative:
Section d4 - serial number has been deleted as it is not present in the label. Basic UDI-di was deleted and primary UDI-di was filled in instead. - UDI related data quality updates only section g6- type of report changed from "initial" to "follow-up #:1"

Event description:
It was reported that on fibula guide labels for knee/ankle were swapped. This was noticed immediately during surgery, there was no patient harm involved.

Manufacturer narrative:
Knee and foot marker were positioned incorrectly on the fibula guide.

Event description:
It was reported that on fibula guide labels for knee/ankle were swapped. This was noticed immediately during surgery, there was no patient harm involved.